Event description:
It was reported that prior to an ultrasound guided breast biopsy, the probe package was allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photo were reviewed. The first photo shows only the corner of the device package but, in the photo one crack is clearly visible on the package. Second photo shows the label of the device which contains lot and catalog number and it is verified. Based on the photo review, the investigation for tear, rip or hole in the device packaging is confirmed as the crack visible in the package. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), the device was not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that prior to an ultrasound guided breast biopsy, the probe package was allegedly broken. The procedure was completed using another device. There was no patient contact.